Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, air bubbles were present in the sheath and could not be removed despite aspiration. The sheath was subsequently exchanged. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with an unknown lot number was returned and analyzed. No anomaly was identified during the external visual inspection of the sheath. The handle, shaft and side port were intact with no apparent issue. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection tests were performed. No anomaly was discovered. Functional testing was performed, and no anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test was in an acceptable range. The vacuum test was in an acceptable range. In conclusion, the issue (air bubbles, air ingress) could not be confirmed through testing and analysis. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.